Event description:
This pi is for the robot. Primary procedure, right total knee. Surgeon primarily performs foot and ankle surgeries, this was the surgeon¿s second robotically-assisted knee surgery in 9 months. It was reported that the femur and tibia registered satisfactorily, and the pattern was good. In the balancing phase, surgeon was advised to correct a varus deformity, medial and lateral. Prior to correction, patient had 2°-3° hyper extension, varus 2-3, flexion 85°-95°. The graph was adjusted accordingly. Once surgeon started making cuts, the surgeon was struggling to get the angle right. The distal femoral cut was good, and the posterior chamfer cut was good. Switched to a sagittal blade. The surgeon when slightly into the red at the posterior lateral condyle. Surgeon reported he felt the cut didn't look right, but the robot confirmed the cut was good. Continuing cutting, the surgeon felt like he was hitting the tibia. Surgeon was first advised to retract the joint. Surgeon still not satisfied. Surgeon was then advised to make the tibial cut to create more space in the joint. While cutting, the surgeon felt excessive bone was being removed. Robot confirmed cut was correct. After cutting, surgeon agreed the bone removal was good. Surgeon felt the patient was tight in flexion and was advised to perform releases. Another surgeon was brought in to advise on performing the releases (second surgeon did not scrub in). When trialing the femur, a gap was seen on the posterior lateral side and the trial was sliding medial. The reason for the gap was not reported by the surgeon. The bone was re-cut to slightly rotate the trial, gap was still evident. Surgeon decided to complete the procedure manually. Surgeon felt the the patient was tight in flexion. A joint replacement rep and 2 different surgeons at different times suggested a ps construct (surgeons did not scrub in), the surgeon refused. The surgeon decided to implant a cemented cr construct. Total tourniquet time was 4 hours (2 hours, then released for 15 minutes, then 2 additional hours), surgical delay was approximately 2-3 hours. Rep reported that the surgeon will not release any additional information, but can provide the logs and plans from the robot.

Manufacturer narrative:
Reported event: an event regarding inaccurate resection during a total knee procedure involving 3.0 rio robotic arm - mics, catalog: 209999 was reported. Method & results: -device history review: a review of the DHR associated with rio 269 found quality inspection procedures successfully passed. -complaint history: based on the device identification (pn (B)(6)) the complaint databases were reviewed from 2011 to present for similar reported events regarding poor trial fit during a tka procedure.. There was one other reported event for the listed catalog number (B)(4). -conclusion: product inspection could not be completed because log files and session files were not provided after three communications to the mps.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
This pi is for the robot. Primary procedure, right total knee. Surgeon primarily performs foot and ankle surgeries, this was the surgeon¿s second robotically-assisted knee surgery in 9 months. It was reported that the femur and tibia registered satisfactorily, and the pattern was good. In the balancing phase, surgeon was advised to correct a varus deformity, medial and lateral. Prior to correction, patient had 2°-3° hyper extension, varus 2-3, flexion 85°-95°. The graph was adjusted accordingly. Once surgeon started making cuts, the surgeon was struggling to get the angle right. The distal femoral cut was good, and the posterior chamfer cut was good. Switched to a sagittal blade. The surgeon when slightly into the red at the posterior lateral condyle. Surgeon reported he felt the cut didn't look right, but the robot confirmed the cut was good. Continuing cutting, the surgeon felt like he was hitting the tibia. Surgeon was first advised to retract the joint. Surgeon still not satisfied. Surgeon was then advised to make the tibial cut to create more space in the joint. While cutting, the surgeon felt excessive bone was being removed. Robot confirmed cut was correct. After cutting, surgeon agreed the bone removal was good. Surgeon felt the patient was tight in flexion and was advised to perform releases. Another surgeon was brought in to advise on performing the releases (second surgeon did not scrub in). When trialing the femur, a gap was seen on the posterior lateral side and the trial was sliding medial. The reason for the gap was not reported by the surgeon. The bone was re-cut to slightly rotate the trial, gap was still evident. Surgeon decided to complete the procedure manually. Surgeon felt the patient was tight in flexion. A joint replacement rep and 2 different surgeons at different times suggested a ps construct (surgeons did not scrub in), the surgeon refused. The surgeon decided to implant a cemented cr construct. Total tourniquet time was 4 hours (2 hours, then released for 15 minutes, then 2 additional hours), surgical delay was approximately 2-3 hours. Rep reported that the surgeon will not release any additional information, but can provide the logs and plans from the robot.